Event description:
Lead was capped and replaced.

Event description:
It was reported that during routine follow-up, an increase in threshold and decrease in impedance was noticed. X-ray found externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.